Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the aviator plus balloon catheter was delivered and inflated. However, the balloon catheter ruptured at four atmosphere (within its nominal pressure). There was no patient injury. The rupture was confirmed by leakage of contrast media. The lesion is the iliac artery. A unknown guidewire crossed the lesion. The device is not available for analysis. No other information was provided.

Manufacturer narrative:
During use, it was reported that the 6x20mm 142cm 0.014 aviator plus balloon catheter was delivered and inflated. However, the balloon catheter ruptured at four atmospheres (within its nominal pressure). There was no patient injury. The rupture was confirmed by leakage of contrast media. The lesion is the iliac artery. An unknown guidewire crossed the lesion. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17584361 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors most likely contributed to the reported event as calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.